Manufacturer narrative:
The event occurred in (b)(3). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following sets of results on the mobile system within 10 minutes: 23.0 mmol/l and 8.0 mmol/l, and 18.0 mmol/l and 6.7 mmol/l. No death or serious injury reported. Requested return of suspect device and replacement was sent